Manufacturer narrative:
(B)(4). Batch # n57f0v. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: just for clarification, when the device "fired a half", did the device lock-out (no staples deployed and no cut line started)? Yes.

Event description:
It was reported that during a right upper lobectomy procedure, the staple malformed with irregular shape after the third firing. They changed to another reload but could not fire after fired at half. They then changed to another ec60 with an ecr60b and the staple malformed with irregular shape after the first firing; could not fire after fired at half on the second firing. Suture was used to complete the surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that the ec60 device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. In addition two ecr60b cartridges were received. The cartridge reload (c) was received partially fired 2/3. The cartridge reload (d) was received partially fired 1/3. Consistent with an incomplete or interrupted cycle. The returned cartridges reloads (c and d) was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Per photographic evaluation: six pictures were review: pictures label as (1) and (6), shows an image from the surgery, tissue can be appreciated with two devices holding it. Pictures label as (2), (3) shows the triggers of a device with batch number n57f0v. Pictures label as (4) and (5) shows the anvil part of a device with a blue cartridge reload loaded in the jaws, the cartridge seems to be fully fired as most of the drivers can be seen on the cartridge deck, another cartridge is aside the device, the cartridge is partially fired, as the one piece sled can be seen advanced. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.